Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing. The device memory indicated a delay in ventricular tachyarrhythmia therapy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the number of intervals to detect (nid) was adjusted.

Event description:
It was reported that the extravascular (ev) lead exhibited two episodes that showed functional ventricular undersensing. It was further reported that sensing vector was reprogrammed due to the undersensing; however, the patient experienced an episode of polymorphic ventricular fibrillation (vf) in which ev lead undersensing delayed detection. Therapy was further delayed due to decrease in signal amplitude immediately following charge end which contributed to a temporary loss of sensing which resulted in an aborted shock. A shock was ultimately delivered that terminated the episode. The ev lead and ev implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.